Manufacturer narrative:
Section d10: concomitant products: adapter tray +0. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, according to surgeon, the male patient's right shoulder humeral liner, tray, and glenosphere were revised somewhat recently, and the same size implants were swapped out in the patient (unsure whether patient fell initially). The extraction case performed on (B)(6) 2023, was from liner disassociation due to the patient "falling". Surgeon removed all exactech implants and switched to a different system. There was no breakage of device or surgical delay/prolongation. Sales rep was unable to obtain x-rays or images. The liner, tray, and glenosphere are going to be return for evaluation.